Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient was experiencing power elevations and low average pi. Log file analysis determined that the patient could be experiencing a thrombus in the pump. The patient was given medication.